Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 months post-op/ I had my removal done/ I finally got the ciol removed (B)(6) 2016'), haemorrhoids ('hemorrhoid') and device breakage ('my coils. Left side is broken.') In a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pharyngitis streptococcal ("strep throat"), genital haemorrhage ("bleeding/clotting issues"), muscle spasms ("muscle spasm in the belly muscle"), gastrooesophageal reflux disease ("acid reflux"), urinary incontinence ("I couldn't do anything without peeing myself/ incontinence issues"), haemorrhoids (seriousness criterion hospitalization), tooth erosion ("all the enamel 'wore off'"), muscle tightness ("muscles were extremely tight"), device breakage (seriousness criteria medically significant and intervention required), dyshidrotic eczema ("dishidrotic eczema-I get that on my hands") and pharyngeal swelling ("swelling getting worse"). The patient was treated with surgery (essure removal (hysterectomy leaving only right ovary), I had to have all upper teeth pulled and half the bottom, hysterectomy leaving only right ovary and pelvic floor rehabilitation/ she lifted the urethra, did the bladder sling). Essure was removed. At the time of the report, the medical device removal, pharyngitis streptococcal, genital haemorrhage, muscle spasms, haemorrhoids, dyshidrotic eczema and pharyngeal swelling outcome was unknown, the gastrooesophageal reflux disease, urinary incontinence, muscle tightness and device breakage had resolved and the tooth erosion had not resolved. The reporter considered device breakage, dyshidrotic eczema, gastrooesophageal reflux disease, genital haemorrhage, haemorrhoids, medical device removal, muscle spasms, muscle tightness, pharyngeal swelling, pharyngitis streptococcal, tooth erosion and urinary incontinence to be related to essure. The reporter commented: plaintiff stated that post surgery " went grocery shopping ,put all the groceries away and still had the energy to walk the dog ,scrub the stove and teleconference for work" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: fu 5&6 process together -social media received: newly added events- streptococcal sore throat, dyshidrotic eczema. Reporter was added. Essure insertion date was added. On (B)(6) 2020: social media received: newly added events- genital bleeding, muscle spasms, reporter was added. On (B)(6) 2020: information received via social media: new event - acid reflux and reporter information were added. On (B)(6) 2020: follow up received from social media. Reporter was added. Events tooth erosion, haemorrhoids, muscle tightness, device were added. Previously event medical device removal was deleted and captured as a non-drug treatment of device breakage. Patient's age was added. Event urinary incontinence was updated. On (B)(6) 2020: follow up received from social media. Reporter was added. No new information received. On (B)(6) 2020: follow up received from social media. Event throat swelling was added. On(B)(6) 2020: follow up received from social media. Reporter was added. No new clinical information was received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 months post-op/ I had my removal done') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure device/ abdominal hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: plaintiff stated that post surgery " went grocery shopping ,put all the groceries away and still had the energy to walk the dog ,scrub the stove and teleconference for work" concerning the injuries reported in this case, the following one/ones was/were reported from social media report: medical device removal. Amendment: the report was amended for the following reason: information transferred from duplicate case (B)(4). Reference section, source documents and additional reporters added from the duplicate deleted case. Legacy device report num-2951250-2019-10029 (transferred from duplicate deletion case (B)(4)). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('my coils. Left side is broken.') And haemorrhoids ('hemorrhoid') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pharyngitis streptococcal ("strep throat"), genital haemorrhage ("bleeding/clotting issues"), muscle spasms ("muscle spasm in the belly muscle"), gastrooesophageal reflux disease ("acid reflux"), urinary incontinence ("I couldn't do anything without peeing myself/ incontinence issues"), haemorrhoids (seriousness criterion hospitalization), enamel anomaly ("all the enamel 'wore off'"), muscle tightness ("muscles were extremely tight"), dyshidrotic eczema ("dishidrotic eczema-I get that on my hands") and pharyngeal swelling ("swelling getting worse"). The patient was treated with surgery (essure removal (hysterectomy leaving only right ovary), I had to have all upper teeth pulled and half the bottom and pelvic floor rehabilitation/ she lifted the urethra, did the bladder sling). Essure was removed. At the time of the report, the device breakage, gastrooesophageal reflux disease, urinary incontinence and muscle tightness had resolved, the pharyngitis streptococcal, genital haemorrhage, muscle spasms, haemorrhoids, dyshidrotic eczema and pharyngeal swelling outcome was unknown and the enamel anomaly had not resolved. The reporter considered device breakage, dyshidrotic eczema, enamel anomaly, gastrooesophageal reflux disease, genital haemorrhage, haemorrhoids, muscle spasms, muscle tightness, pharyngeal swelling, pharyngitis streptococcal and urinary incontinence to be related to essure. The reporter commented: plaintiff stated that post surgery " went grocery shopping ,put all the groceries away and still had the energy to walk the dog ,scrub the stove and teleconference for work". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality safety evaluation of ptc. Event medical device removal deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 months post-op/ I had my removal done/ I finally got the ciol removed (B)(6) 2016'), haemorrhoids ('hemorrhoid') and device breakage ('my coils. Left side is broken.') In a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pharyngitis streptococcal ("strep throat"), genital haemorrhage ("bleeding/clotting issues"), muscle spasms ("muscle spasm in the belly muscle"), gastrooesophageal reflux disease ("acid reflux"), urinary incontinence ("I couldn't do anything without peeing myself/ incontinence issues"), haemorrhoids (seriousness criterion hospitalization), tooth erosion ("all the enamel 'wore off'"), muscle tightness ("muscles were extremely tight"), device breakage (seriousness criteria medically significant and intervention required), dyshidrotic eczema ("dishidrotic eczema-I get that on my hands") and pharyngeal swelling ("swelling getting worse"). The patient was treated with surgery (essure removal (hysterectomy leaving only right ovary), I had to have all upper teeth pulled and half the bottom, hysterectomy leaving only right ovary and pelvic floor rehabilitation/ she lifted the urethra, did the bladder sling). Essure was removed. At the time of the report, the medical device removal, pharyngitis streptococcal, genital haemorrhage, muscle spasms, haemorrhoids, dyshidrotic eczema and pharyngeal swelling outcome was unknown, the gastrooesophageal reflux disease, urinary incontinence, muscle tightness and device breakage had resolved and the tooth erosion had not resolved. The reporter considered device breakage, dyshidrotic eczema, gastrooesophageal reflux disease, genital haemorrhage, haemorrhoids, medical device removal, muscle spasms, muscle tightness, pharyngeal swelling, pharyngitis streptococcal, tooth erosion and urinary incontinence to be related to essure. The reporter commented: plaintiff stated that post surgery " went grocery shopping ,put all the groceries away and still had the energy to walk the dog ,scrub the stove and teleconference for work." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: fu 5&6 process together -social media received: newly added events- streptococcal sore throat, dyshidrotic eczema. Reporter was added. Essure insertion date was added. On (B)(6) 2020: social media received: newly added events- genital bleeding, muscle spasms, reporter was added. On (B)(6) 2020: information received via social media: new event - acid reflux and reporter information were added. On (B)(6) 2020: follow up received from social media. Reporter was added. Events tooth erosion, haemorrhoids, muscle tightness, device were added. Previously event medical device removal was deleted and captured as a non-drug treatment of device breakage. Patient's age was added. Event urinary incontinence was updated. On(B)(6) 2020: follow up received from social media. Reporter was added. No new information received. On (B)(6) 2020: follow up received from social media. Event throat swelling was added. On (B)(6) 2020: follow up received from social media. Reporter was added. No new clinical information was received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 months post-op') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure device). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: plaintiff stated that post surgery " went grocery shopping ,put all the groceries away and still had the energy to walk the dog ,scrub the stove and teleconference for work". Concerning the injuries reported in this case, the following one/ones was/were reported from social media report: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.